Manufacturer narrative:
Qn#(B)(4). The customer returned an opened ra-04220 set containing a radial arterial (ra) catheterization device for evaluation. The catheter was not returned by the customer. Signs-of-use in the form of biological material was observed on the device. Visual examination of the returned sample revealed that the needle cannula had completely separated from the needle hub. The needle was able to fit in the hub; however, it was loose and easy to remove. No adhesive residue was observed on the distal end of the needle cannula, nor the inside of the needle hub. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. The outer diameter of the needle cannula measured .0322" which is within the specification limits. The cannula inner diameter measured .023" which is within the specification limits. The needle hub inner diameter measured .035" which is within the specification limits. The needle cannula was able to fit into the needle hub but was loose within the channel. A device history record review was performed on the needle cannula and hub and no relevant manufacturing issues were identified. The customer issue of the needle cannula becoming separated from the hub of the ra catheterization device was confirmed during sample investigation. Microscopic examination revealed no traces of adhesive inside of the needle channel of the needle hub or on the proximal end of the needle cannula. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Dimensional inspections were performed, and no issues were found. Based upon the observed defect and the report from the customer, the probable cause of this issue is likely manufacturing (assembly) related. A non-conformance request was initiated as part of this complaint investigation to further investigate this complaint issue.

Event description:
The customer reports: anesthesia doctor placed line without issues and upon pulling back to remove needle saw needle left in artery. The doctor put pressure on vessel to stop advancement of needle and remove with other hand.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: anesthesia doctor placed line without issues and upon pulling back to remove needle saw needle left in artery. The doctor put pressure on vessel to stop advancement of needle and remove with other hand.